Event description:
It was reported that during a device change-out due to eri, externalized conductors were observed. No patient symptoms were reported. No electrical anomalies were detected. The lead remains implanted. Patient was in stable condition.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.